Event description:
The bi-pap machine my father was using was reported to have been powered off and then back on multiple times causing his death. The machine was tested and the data shows this. The problem, however, is the machine reflecting that data has a UDI (unique device identification) that has been changed. His machine has the serial number (B)(6), and the gtin (global trade item number) number is (B)(4). The second machine that was reported to have been used has the same gtin number of (B)(4) but has the serial number of (B)(6), the sticker has to have been altered, but I cannot get any information from adapthealth regarding the day because they seem to be covering things up. The person that changed the sticker kept the following information the same: ref #: 37095, lot #: 1547111 and gtin number: (B)(4) but the two different serial numbers and different device number. The device number for (B)(6) is (B)(4) on the UDI. Device number for (B)(6) is (B)(4) I have photographs. Ref report: mw5146100.